Event description:
A depuy synthes implant was revised and reviewed for analysis reason for revision: revision due to loosening, poly wear, and pain. At revision the non-articular surface of the cemented cc femoral component shows moderate cement remaining and the non-articular surface of the cemented tibial tray shows sparse cement remaining. Cement mfg is unknown. The articular surface of the mobile-bearing polyethylene tibial insert shows impingement of the intercondylar eminence.

Manufacturer narrative:
Product complaint # (B)(4). The information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.